Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) needed to be "reset" and "did not show any activity for any events from the previous day" and "wasn't working". Additional information obtained reported the physician suspected the patient to be in a pacemaker mediated tachycardia. Device reprogramming was performed and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.